Event description:
The physician stated that the probable cause of the thrombotic event was because the implanted cypher was under dilated and dehydrated from exercising outside. In 2009, the patient complained of chest pain and had desudation while exercising outside the day before and came to the hospital, having slight chest pain. ECG abnormality (st elevation, troponin: 31.10ng/ml) was observed. Coronary angiography (cag) and ivus were conducted and thrombus, initially aspiration was conducted with the catheter (thrombuster) and poba was conducted, inflation time and pressure were unknown. The patient was discharged the following month. In 2004, the procedure was an emergent case due to acute myocardial infraction (ami). Pre-dilation was conducted with a balloon (3.0/20mm) at 16atm for 20 seconds. Cypher (3.0/23mm) was implanted at 22atm for 20 seconds. Post-dilation was conducted with a balloon (fortis 3.25/15mm) at 18atm for 20 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was measured (time unknown). The target lesion was aha 6. The vessel was and an instent restenosis (isr) lesion of previously implanted bare metal stents (implanted tristar 3.5/18mm in 2003, due to acute anteroseptal infraction) and thrombotic total occlusion lesion. Aha/acc classification of the vessel was a type b2. The lesion length was 15mm and vessel diameter was 3.0mm.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days a receipt.